Manufacturer narrative:
Reporting institution name: (B)(6).

Event description:
The customer called technical support (ts) reporting that the device is alarming low title volume and low leak co2. Based upon the information provided, the device was being set up for use at the time of the event reported. No medical intervention provided to the patient nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer advised that the device has an alarm message low leak co2 rebreathing risk, and low tidal alarm on screen, test circuit has whisper swivel in place, air inlet filter is clean. The rse advised customer that flow sensors or gds assembly needs to be replaced to correct issue, customer opted for gds assembly, provided part #- gas delivery subsystem (gds). The customer had ordered the gas delivery subsystem (gds) to be replaced to resolve the reported issue.